Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scratch or cut/tiny hole in four (4) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: four (4) actual samples were received for evaluation. A visual inspection was performed with the naked eye which observed scratches/cuts on the surface of the supply line tubing of all the samples. The scratches/cuts were less than 0.6 mm2, which is within the acceptable range of the manufacturing specifications. Functional tests were performed on the four samples which included leak, clear passage, and clamp function tests with no issues and no leaks observed. The issues were cosmetic in nature and did not affect the functionality of the sets. Therefore, the reported condition was not verified. The issues were caused by the tubing gripper during the manufacturing process, however, the samples met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.